Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of melting; the fiber appears blackened near the heat shrink tubing open end, and at location of melting of the heat shrink tubing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure the side-firing fiber was reported to have ¿a hole in the fiber head¿ with 109,426 joules used and 51 minutes expended. The procedure was completed with a second fiber. Patient status: no report of patient injury.